Event description:
On (B)(6) 2013 it was reported that the physician¿s handheld screen was cracked and does not work well anymore. It was reported that it would be sent to the manufacturer for product analysis but it has not been received to date. Due to the cracked screen, the screen was unresponsive.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. A visual analysis of the handheld was able to verify that the display was cracked. The cause for the cracked screen is associated with mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.